Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The customer reported that the replacement of the flow sensor assembly resolved this reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text: customer resolved.

Event description:
The customer reported that during preventative maintenance (pm) during the o2 flow test on a ventilator, they have noted that the o2 set to 0 =1.2lpm on the o2 flow display. There was no patient involvement.